Manufacturer narrative:
Model number/ catalog number: sc-8336-50, serial number: (B)(4), batch/ lot number: 7070169, model/ catalog description: coveredge 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patients incision site was open and it got infected. It was unknown if the infection was procedure or device related. The patient was placed on a two week cycle of antibiotics. The patient underwent an explant procedure.